Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a bilateral knee implant to competitor devices with stryker's bone cement on (B)(6) 2002. Patient stated she started experiencing loosening within a year of implant. She visited an allergist to get tested and she was told she's allergic to bone cement. Patient will not provide further information. This event is for the right knee.